Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) was completed. The reported problem (adjust belt messages) was confirmed. Upon investigation the belt failed functional testing. The analog ground and -5v wires inside the ECG a, b and front te cable were shorted, causing the adjust belt messages. The root cause for the shorted wires could not be positively identified. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was receiving adjust belt messages.